Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure during which two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had an issue in which the hemostatic valve separated from the sheath. It was reported that when using the vizigo sheath, the technician found it difficult to advance the dilator through the sheath, but with some force was successful. It was noted that after the sheath was in the body and the dilator was being removed, the hemostatic valve broke. Afterwards, a second vizigo sheath was prepped and put into the body and the hemostatic valve separated from the sheath on that unit as well. The procedure was completed with a third sheath. No patient consequences were reported. The hemostatic valve was pushed in from its brim cap. The hemostasis valve did not break into two or more separate pieces. The valve partially separated from the brim cap. The sheath was not being used on the patient. The resistance they were having with the sheath was when they were trying to put the catheter into the sheath. The sheath was a vizigo small curl. There was no occlusion when irrigating the sheath. The catheter/needle was not inserted into the sheath. The needle was not inserted into the dilator nor the catheter into the sheath. Additional information provided was reviewed. However, there is conflicting information regarding if the sheath was being used on the patient, therefore additional clarification is being requested. Upon receipt of additional information this complaint will be reassessed accordingly. This report is for the 1st vizigo sheath used in the procedure. The 2nd sheath was reported in manufacturer reporter number 2029046-2022-00352. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 1-mar-2022, the bwi product analysis lab received the device for evaluation. On 3-mar-2022, bwi received additional information indicating that the device was used on the patient. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure during which two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had an issue in which the hemostatic valve separated from the sheath. It was reported that when using the vizigo sheath, the technician found it difficult to advance the dilator through the sheath, but with some force was successful. It was noted that after the sheath was in the body and the dilator was being removed, the hemostatic valve broke. Afterwards, a second vizigo sheath was prepped and put into the body and the hemostatic valve separated from the sheath on that unit as well. The procedure was completed with a third sheath. No patient consequences were reported. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record review was performed for the finished device 00001845 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced. It might have caused the physician to feel the resistance to introducing the dilator; however, this could not be conclusively determined since the valve was not returned for analysis. No other anomalies were observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).